Event description:
It was reported that the pump of this artificial urinary sphincter (aus) eroded out of the scrotum, it was reported that the pump was fully out of the skin. The aus was explanted. There were no additional patient complications reported.